Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had some overdose symptoms post-operatively and needed to stay in the intensive care unit (ICU) overnight. The patient status at the time of the report was ¿alive with injury¿. It was noted that the patient was not intubated but on a bi-level positive airway pressure (bipap) machine. There was no error noted. The catheter was aspirated and the post-operative prime amount was correct. The overdose was resolved. The patient was doing well back on his original dose. The pump was infusing lioresal (baclofen) with 2000 mcg/ml at 160 mcg/day. A follow-up report will be submitted if more information becomes available.